Event description:
The patient became paralyzed after complications related to a paddle lead. No other patient and device identifying information, or clinical information was available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).